Manufacturer narrative:
A review of the device history record (DHR) was performed and showed that this device met all required specifications. The device is unavailable for evaluation. Therefore the root cause of premature deployment during use cannot be definitively determined. Possible causes are: failure of the user to sufficiently tighten the rhv securing the stabilizer and microdelivery catheter, using the stabilizer catheter to advance the system, excessive interference between the guide wire and stent, and damage to the microdelivery catheter caused by excessive force. Based on the reported information, the rhv was not securely tightened. Therefore, it can be concluded that the most probable cause of the premature deployment was failing to securely tighten the delivery system outer body rhv around the inner body, allowing the inner body to move and result in the reported premature deployment. This is contrary to directions for use (dfu) for this product. A root cause of the reported premature deployment has been determined to be user/use error.

Manufacturer narrative:
Additional information provided in the event description stated that the y-adapter was not securely tightened.

Event description:
It was reported the stent prematurely deployed in the internal carotid artery (ica) clinoid segment. Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.

Event description:
It was reported the stent prematurely deployed in the internal carotid artery (ica) clinoid segment. Another stent was placed across the aneurysm neck without any issue. There were no clinical consequences to the patient.